Event description:
A 2.5mm diameter by 15mm length s660 stent delivery system was inserted for treatment of a calcified 95% lesion in the mid-right coronary artery. The lesion was pre-dilated with a 2.0mm by 10mm ptca balloon. It was not possible to cross the target lesion with the stent delivery system despite multiple attempts and pre-dilations. The stent dislodged during the buddy wire technique and ended up in the iliac artery as it was retracted into the sheath. The dislodged stent was snared and removed successfully. The target lesion was subsequently treated with the deployment of another s660 stent. The pt was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The calcified lesion not being 1:1 pre-dilated likely contributed to the stent not crossing the lesion and the stent dislodging from the delivery balloon.